Manufacturer narrative:
Block h2: correction: block e1(initial reporter title). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation result. The returned captiflex, a visual evaluation noted that the working length and wire exhibited kinks at the proximal strain relief and midsection. During functional testing in a 10-inch loop fixture, the device was extended and retracted however, the loop failed to extend properly. Continuity and electrical test were conducted and the device found within specification. No other problems with the device were noted. The reported event of snare unable to cut was not confirmed. It was noted that the working length and wire exhibited kinks at the proximal strain relief and midsection. The reported problem could be related with the manner how the device was handled and manipulated that caused the problem. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the physician was unable to extend the snare from the plastic sheath, which showed signs of imminent breakage due to resistance encountered while actuating the device. In addition, it was also mentioned that there was a cutting issue. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captiflex snare was used during a colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the physician was unable to extend the snare from the plastic sheath, which showed signs of imminent breakage due to resistance encountered while actuating the device. In addition, it was also mentioned that there was a cutting issue. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event.